Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the one-minute non-destructive ram test failed. The customer's blood glucose level was 17.2 mmol/l at the time of the incident. The customer stated that the pump rewound twice. The customer stated that the manual bolus was set to 0.1 units and exited in alarm history. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 13 noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.